Event description:
The product experience report states: "it was reported that though above mentioned femoral head once dissociated from the stem in a week after implantation , the correction surgery has been conducted to reassemble them immediately for continuous use."

Manufacturer narrative:
Eval summary - no product was returned as it remains in the pt. It is unk whether proper surgical technique was followed for impacting the femoral head to the femoral stem. Based on the above info and observations, the dissociation of the femoral head from the femoral stem may have been due to one or a combination of the following occurrences. A probable contributor is that the femoral head did not mate properly with the taper during surgery. This could be due to soft tissue or third body particles (bone cement) on the taper during impaction or insufficient impaction to fully engage the head onto the taper. Alternatively, pt activity level may have aggravated an improperly seated femoral head and caused it to dissociate. Based on the available info, a definitive root cause can not be ascertained at this time. Eval - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will re-opened. Zimmer, inc. Considers the investigation closed.